Event description:
Subsequent to the final medwatch report, cine was received.

Event description:
It was reported that the patient presented in cardiogenic shock. The left main artery was found to be heavily calcified with a de novo 70% stenosis. The patient was placed on an aortic balloon pump and pre-dilatation was performed. A 4.0x18 xience prime stent was deployed at 16 atmospheres in the left main artery with good angiographic results. Residual stenosis was 0%. After complete deflation of the balloon, the physician retracted the stent delivery system and resistance was felt. Moderate force was applied and the balloon dislodged from the catheter. The physician was able to snare the balloon from the stented segment and withdraw to the cusp of the aorta. The balloon remained in the anatomy. The patient expired at the end of the procedure. The physician confirmed that the official cause of death was acute myocardial infarction. Reported information indicates that there was significant impact to the patient due to a clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information indicates that the patient arrived to the hospital with myocardial infarction and cardiogenic shock (pre stenting procedure). However, according to the doctor, the fact that the balloon detached from the delivery system and occluded the main vessel for a period of time, played a role in the death of the patient.

Manufacturer narrative:
(B)(4). Removal of stent delivery system against resistance. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The patient effects of occlusion, myocardial infarction, and death, as listed in the adverse events section of the xience prime instructions for use, are known adverse events associated with coronary stenting procedures. It should be noted the stent system removal precautions section of the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The review concluded that the images of what appears to be balloon markers in the aortic root are consistent with balloon detachment.